Event description:
It was reported that the patient had transient paresthesia¿s in the arm that had started the day prior to the date of this report. Impedances were in normal range with unipoles ranging between 1000-1800 ohms and the bipoles ranging between 1400-3000 ohms. It was noted that it had been several months since the last programming session had occurred. It was noted that the patient had been making voltage changes but the manufacturing representative did not think that was the cause of the issue. It was further noted that the paresthesia sensation was like when the patient turned stimulation on in the morning. Cycling was not enabled. It was noted that the manufacturing representative did not think it was deep brain stimulator system related since the system checked out. Additional information received reported there appeared to be an open circuit. It was noted that it was programmed around. No intervention was needed at the time of this report. The patient outcome was that the patient was receiving benefit.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).